Event description:
The customer reported the power supply connector broke and there was a charging issue. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the power supply connector broke and there was a charging issue. There was no reported pt involvement. The ac power module was not available for eval. No more info was available. We will consider this a malfunction of the ac power module where the connector broke and there was a charging issue.